Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the light guide lens was dirty. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the light guide lens was dirty. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.